Event description:
Procedure type: sils/lap chole. According to the reporter: the trocar broke off inside pt but it could not be determined when this occurred. All pieces were retrieved. Or time delay was 30 mins. No bleeding or tissue damage reported. No pt injury was reported.